Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using care link. No motor error alarm noted during bolus or basal delivery. The motor was tested outside of the device and passed. Device had intermittent button response on the esc and act buttons due to flattened dome switches (no crease). During visual inspection, the keypad connector on the lcd was found locked properly. No button error alarm noted. Device had minor scratched display window, scratched case, cracked battery tube threads, cracked case at the reservoir tube window corner, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose level was 403 mg/dl at time of incident and the current blood glucose level was 338 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they have positive results in ketones test. Customer did not allege insulin pump was under delivering. Customer stated insulin exited at the quick release. The device will be returned for analysis.